Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain\ cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), dyspareunia ("painful intercourse"), abdominal distension ("bloating") and migraine ("severe migraines"). The patient was treated with surgery (in (B)(6) 2016, plaintiff underwent a hysterectomy in order to have her essure device removed). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, menometrorrhagia, dysmenorrhoea, back pain, dyspareunia, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that fallopian tubes were occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain\ cramping') and pelvic abscess ('postoperative pelvic abscess/ fluid collections at the hysterectomy site consistent with abscesses') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery ((B)(6)2009), multigravida and parity 3. Concurrent conditions included uterine bleeding, endometriosis, white blood cell count decreased, fever, abdominal pain, chronic anemia and ovarian cyst. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), dyspareunia ("painful intercourse"), abdominal distension ("bloating") and migraine ("severe migraines"). On an unknown date, the patient experienced pelvic abscess (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, pelvic abscess, genital haemorrhage, menometrorrhagia, dysmenorrhoea, back pain, dyspareunia, abdominal distension and migraine outcome was unknown. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2009 (per mr). Insertion details: right: five rings, left: four rings present coming from the fallopian tube ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed that fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: medical record received. Event added: postoperative pelvic abscess. Reporters information and medical history were added. Event genital haemorrhage was updated to non serious. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain\ cramping') and pelvic abscess ('postoperative pelvic abscess/ fluid collections at the hysterectomy site consistent with abscesses') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery ((B)(6) 2009), multigravida and parity 3. Concurrent conditions included uterine bleeding, endometriosis, white blood cell count decreased, fever, abdominal pain, chronic anemia and ovarian cyst. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), dyspareunia ("painful intercourse"), abdominal distension ("bloating") and migraine ("severe migraines"). On an unknown date, the patient experienced pelvic abscess (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic abscess, genital haemorrhage, menometrorrhagia, dysmenorrhoea, back pain, dyspareunia, abdominal distension and migraine outcome was unknown. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 (per mr). Insertion details: right: five rings, left: four rings present coming from the fallopian tube ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed that fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic abscess . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain\ cramping') and pelvic abscess ('postoperative pelvic abscess/ fluid collections at the hysterectomy site consistent with abscesses') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery ((B)(6)2009), multigravida and parity 3. Concurrent conditions included uterine bleeding, endometriosis, white blood cell count decreased, fever, abdominal pain, chronic anemia and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, unsual bleeding"), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), dyspareunia ("painful intercourse"), abdominal distension ("bloating") and migraine ("severe migraines"). On an unknown date, the patient experienced pelvic abscess (seriousness criterion medically significant) and menstrual disorder ("unusual period"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic abscess, genital haemorrhage, menometrorrhagia, dysmenorrhoea, back pain, dyspareunia, abdominal distension, migraine and menstrual disorder outcome was unknown. The reporter provided no causality assessment for pelvic abscess with essure. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 (per mr). Insertion details: right: five rings, left: four rings present coming from the fallopian tube ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed that fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic abscess quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received event unusual period was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.